Event description:
Customer states that methotrexate (bright yellow in color) was started as a secondary infusion at 20ml/ hour for 23.5 hours with a 500 ml bag of ns primary infusion (primary tubing straight set). Eight hours later, the nurse noticed that "the primary tubing above the secondary side port was a light yellow in color up to the drip chamber; however, the ns primary bag was clear". The pt received all chemotherapy. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
Internal file no: (B)(4). Unable to determine the cause of the customer's report that the secondary backed up into the primary. The customer stated the set was not saved and is not available for failure investigation.